Event description:
It was reported that patient enrolled in the swedish adjustable gastric band, the band was removed due to an infection on (B)(6) 2010. Additional follow up was conducted and no additional information is avaialble at this time. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.